Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen screen. Problem isolated to the liquid crystal display board.

Event description:
It was reported that the insulin pump's display was unable to read. No further info was provided.